Manufacturer narrative:
Additional information: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported tia was unable to be confirmed and remains unknown. Per the IFU, stroke is a known risk with the use of this device.

Event description:
Following a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, the patient experienced a transient ischemic attack (tia). Following the successful ablation procedure the patient was extubated, transferred to recovery and discharged to home. One day later, the patient returned to the emergency department with symptoms of stroke. A tia was then diagnosed. An MRI of the brain revealed no infarct or other acute problems.